Event description:
Pt undergoing a laparoscopic 10wk postpartum tubal ligation. During the course of the procedure, it was discovered that the cord to the light source was on, burned through the drape and burned the pt's skin. 1cm burn.

Event description:
Add'l info rec'd form MFR 10/28/02: MFR has never sold any cables to this hospital. Without seeing cable, MFR would have no way of knowing who manufactured this cable.